Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts, and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported on behalf of customer, the evis lucera elite colonovideoscope displayed scope error code e315. The issue was found during preparation for use in an unknown procedure. The intended procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water ingress in the scope connector. Error code e315 was visible on the monitor. The internal moisture indicator had activated and excessive fluid was evident within the plug body. In addition, it was observed that the adhesive around the bending section was lifting and corrosion was evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.